Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that site was coming off and not sticking properly. Customer's blood glucose was between 50 mg/dl and 250 mg/dl. Customer declined low blood glucose troubleshooting. Customer was educated on proper adhesion techniques.